Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service center. The customer did not provide an event date. A review of the most recent programming indicated (B)(6) 2013 at 0928, the device was programmed for basic delivery, using the drug library, to deliver lorazepam 60mg/60ml, at a rate of 2mg/hr, with a vtbi of 60ml, and the delivery was started. The device remained in use until (B)(6) 2013 at 1409, the delivery was stopped. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of ativan, at a rate of 2mg/hr, and the delivery was started. No further programming parameters were provided. The container size was reported to be 60ml. The nurse reported using approximately 15ml to prime the tubing set. It was reported that approximately 30-45 minutes after the delivery was started, the nurse returned to the patient's room and noted that the container was empty; instead of an unspecified volume remaining. The pump was removed from clinical service. The customer contact reported there was no change in the patient's status. There were no reported adverse patient effects. No medical interventions were required. The customer contact reported the user facility is investigating possible medication diversion. No specific details were provided. Though requested, no additional information was provided.